Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿content is chipping of the bending section adhesive part of the insertion part¿ was confirmed. The following findings were also noted during device evaluation: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to damage on charged coupled device (ccd) unit, the image has white dots, scratches throughout the device, universal cord has a dent, and video connector has a crack and is deformed, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope content is chipping of the bending section adhesive part of the insertion part. Upon inspection and evaluation, peeling off of the adhesive part of the objective lens of the insertion part. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeling issue could not be determined. It is possible that the peeling occurred due to stress of repeated use, external factors, or device handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.